Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on de novo target lesion located in the left circumflex (lcx). A 32 x 3.00 promus premier select stent was deployed in the lcx. An orthogonal view was taken to view the deployed stent and noted an edge dissection. To cover the edge dissection, another stent was deployed. The procedure was completed and the patient was reported to be stable.